Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed leakage of cerebrospinal fluid. A blood patch was administered and there have been no reports of further complications regarding this event. The patient continues to use their device to find effective pain relief.